Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during clip placement the sheath comes off and the clip itself is not released the event was repeated both the day before and on friday out of 5 total clip-layers. The issue occurred during an unspecified procedure. There was no report of patient harm. Report 3 of 5.

Manufacturer narrative:
Correction: this emdr was drafted erroneously based upon incorrect product information provided. See records 9614641-2025-01562-00 and 9614641-2025-01563-00, which contain the correct product information.

Event description:
This emdr was drafted erroneously, based upon the incorrect product information provided.